Event description:
This is a patient with spasticity due to cp. She noted audible pump alarm during the night. Spasticity was getting worse so she went to see the physician. The physician did an emergent reestablishment of baclofen therapy necessary to avoid possibly fatal intrathecal baclofen withdrawal syndrome.